Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 50 days following placement of a biliary wallstent, the stent migrated and was removed. The patient had a covered biliary wallstent placed to manage the biliary stricture. The patient complained of jaundice post stent placement and was assessed for stent migration 50 days following stent placement. The stent had migrated from the distal cbd (common bile duct) to the proximal cbd. The stent was removed using a snare and balloon dilation with no technical or clinical complications. A balloon sweep extraction of stones was performed post stent removal. The event was reported to be resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.